Event description:
A female pt had a laproscopic abdominal hernia repair performed in 2006. The priduct was stapled to the abdominal wall. The pt also had chronic obstructive pulmonary disease. In 2006, the pt was re-operated on laproscopically after complaining of abdominal pain. It was determined that the pt had an incarcerated bowel, cellulitis and sepsis. It was concluded that the product had seperated from the abdominal wall becuase of poor attachement of the original staples to the abdominal wall. The product was re-attached using a conbination of staples and sutures at his time, the pt is doing fine.